Event description:
Tss[toxic shock syndrome], stomach pain[abdominal pain upper], throwing up; vomiting[vomiting], diarrhea[diarrhoea], started itching[pruritus]skin red [erythema] felt pressure build up in head, felt like the blood was running to head[head discomfort] lost hearing temporarily[deafness transitory]began to lose vision, it got starry and then dark {blindness] all over rash [rash generalised] headache[headache] swelling[swelling] case description: on (B)(6) 2014, a female consumer of unspecified age reported she had used (B)(6) pearl tampon, regular unscented on an unspecified date and got toxic shock syndrome. The consumer reported that she woke up with the worst stomach pain possible, she had diarrhea, was throwing up, started itching, her skin became red, she felt pressure build up in her head, she lost her hearing temporarily, and began to lose her vision, stating it got starry and dark. She managed to call 911 and have an ambulance pick her up. Consumer states she almost died. The case outcome is unknown. No further information is provided. On (B)(6) 2015 lot check result received: lot check performed spanning 7 months. This case was the only case found for this lot code.

Manufacturer narrative:
On (B)(6) 2015, the consumer returned three wrapped pearl regular tampons with lot code 4242243065. Visual inspection of the samples did not confirm the alleged defect. In addition, three retain samples from the subject lot were visually inspected and no defects were observed.